Event description:
During compression on mammography, patient appears to have inadvertently handled control buttons located in the back of unit, causing c-arm to raise while continuing compression. Technologist was unable to release compression with foot pedals. Unit released compression after a few seconds. Field engineer came in within the hour, checked all switches and found that if 12 lbs or less of force is used, the pt could indeed move the c-arm. The field engineer could not replicate the failure of the foot pedal to release compression. She ordered replacement foot pedals despite the present ones testing out ok.